Event description:
Biomedical was called to inspect, an automated vital signs machine 8100t who's probe cover was not functional properly. Biomedical checked other probe cover woth different lot #'s and had no probe. Probe cover would propel off of the probe. Co requested that bith the affected lot # and probe be sent back.